Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression fusion internal fixation due to lumbar disc herniation. Intra-op, the front end of the driver of the universal screw was broken, and the broken part was stuck in the tip of screw. The broken piece was retrieved and no fragment of the broken product remained inside the patient. No patient complications were reported.